Event description:
The customer reported a leak from the cartridge chemistry probes on a unicel dxc 660i synchron access clinical system. The customer stated that the instrument's collar washes and covers were wet. The customer also stated that the leak had entered the upper reagent carousel compartment and had contaminated some cartridge chemistry reagents. The leak was contained to the instrument. The customer was wearing a lab coat, gloves, and safety glasses at the time of the leak. There was no report of direct contact with the leak or of injury due to this event. There were no erroneous results generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse determined that the collar wash vacuum valve was not engaging. The fse replaced the collar wash vacuum valve and verified proper operation of the instrument. There were no further reports of leaks. (B)(4).